Manufacturer narrative:
Customer facility phone number: (B)(6). Customer representative phone number: (B)(6).

Event description:
It was reported the portex general anesthesia mask became deflated when air was introduced. This problem was observed during a pre-use check.